Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a procedure to replace the burr hole caps on (B)(6) 2019, the ipg started to reset after a countdown and the programs were no longer present. The ipg connected to the clinician programmer and the programs were put back into the ipg.